Event description:
On the literature article named "small soft tissue tension changes do not affect patient-reported outcomes one year after primary tka", it was reported that, after a legion system had been implanted, 2 patients from the control group (standard soft tissue tension) underwent a postoperative manipulation under anesthesia on the knee due to unspecified reasons. No further information regarding the event was reported. The outcome of the patients is unknown.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, the data presented in the literature review reported, after a legion system had been implanted, two patients from the control group (standard soft tissue tension) underwent a postoperative manipulation under anesthesia on the knee due to unspecified reasons. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.